Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failed and was not detected on bus. Multiple recovery attempts were made. When recovering b5, witness verification was completed, the drawer opened, but the pocket failed. The screen remained stuck on witness verification through three attempts. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 was not detected on the bus and several attempts were made to recover it. The field service engineer (fse) reseated the connections on the row board ribbon cable, ran the acceptance test in the hardware test application. The system functioned as intended after the field service engineer repaired the device.